Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Prior to the procedure, the physician noted the patient's right atrial (ra) lead was over-sensing noise causing inappropriate mode switching. The patient was asymptomatic. All other electrical anomalies were normal so the physician elected to continue monitoring the lead.